Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer powered up to a blank screen and displayed an error. As a result the link electronic module (lem) circuit board was replaced and software was reloaded. (B)(4).

Event description:
It was reported that an error was displayed on the programmer, requiring the use of another programmer to finish the patient appointment. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.